Event description:
Hypoglycemic events on a number of occasions. Case description: does the incident represent a serious public threat? No. This serious spontaneous case reported by a consumer from the (B)(6), concerns a male pt (age unk), who was treated with levemir (insulin detemir), novorapid(fast acting insulin aspart) and novopen4 (insulin delivery device), from an unk date (drug use ongoing) for diabetes mellitus, and experienced a "hypoglycemic event" beginning on (B)(6) 2013 and "hypoglycemic events on a number of occasions" beginning on an unk date. Pt's height not reported. Medical history includes diabetes mellitus (type and duration not reporter). It was reported that on a number of occasions, the pt experienced hypoglycemic events, the most recent was on (B)(6) 2013. The pt experienced hypoglycemic event which lead to hospitalization. The pt remained hospitalized for a few days. The reporter stated that the hypoglycemic events had happened on a number of occasions in the past and the treating diabetologist was aware of the issue and there were no plans of altering his insulin regimen. Action taken to levemir, novorapid and novopen4 was reported as "no change," overall outcome for the events was reported as "unk" as of (B)(6) 2013.